Event description:
A malfunction on the pump was reported by the caller, who did not experience any notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which they acknowledged and understood.